Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced full incontinence, incontinence with syncopal episode, suprapubic abdominal pain, dysuria, frequency, yeast infection post antibiotics for urinary tract infection, recurrent vaginal yeast infections and vaginal burning.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed at this time. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.